Manufacturer narrative:
(B)(4). The analysis results found that the er320 device (a) was returned with a clip in the jaws; the clip was removed in order to inspect the jaws and they were found to be in good condition. In addition, 3 malformed clips were received in a plastic bag. In an attempt to replicate the reported incident, the device was tested for functionality. During the analysis, the device was cycled and it fed, retained and formed the remaining 14 clips as intended. No firing issues were noted during functional testing. As the device was found to be fully functional, it could not be determined what may have caused the reported incident. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy, the clip applier jammed during the procedure. It was not reported how the procedure was completed but there was no consequence to the patient.